Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient experienced a mild trauma around the implant site during a wedding at home on 01-may-2023. Furthermore, the recipient was called for a regular follow up mapping on 13-may2023 when the clinician found that implant was not functioning. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is carried out, but the device has not been received for investigation yet.

Event description:
The recipient experienced a mild trauma around the implant site during a wedding at home on (B)(6) 2023. Furthermore, the recipient was called for a regular follow up mapping on (B)(6) 2023 when the clinician found that implant was not functioning. The recipient has been re-implanted.

Event description:
The recipient experienced a mild trauma around the implant site during a wedding at home on (B)(6) 2023. Furthermore, the recipient was called for a regular follow up mapping on (B)(6) 2023. When the clinician found that implant was not functioning. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.